Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level (bg) were under 400 mg/dl. The patient had a skin irritation causing excessive itching and redness that had occurred while wearing the pod between 5 and 24 hours on their abdomen. The patient was initially at the hospital for product training. While at the hospital, the patient was given a creme and gel from the hospital to treat the irritation. The patient left the hospital the same day. It was also reported that a new pod was applied. The pod has been discarded.